Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, product type lead. Product ID neu_ptm_prog, product type programmer, patient. (B)(4).

Event description:
It was reported that there was no stimulation sensation. The stimulation turned off in the middle of the night, the night prior to the report. The patient connected the patient programmer with the implantable neurostimulator (ins) and was able to feel stimulation when she increased it. Number one was at 3.4 and number 2 was at 2.4. When the patient left the hospital it was at 3.6 and could not tolerate it so she decreased it to over 1.0. When laying down at 2.0 her body felt a jolt. Stimulation was working fine for the patient at the time of the reported. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.